Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 518 mg/dl. The customer¿s blood glucose was 600 mg/dl and 529 mg/dl at the time of incident and current blood glucose is 217 mg/dl and 207 mg/dl. The customer experienced symptoms such as tired, lethargic, struggling to stay awake.. The customer was treated with manual injection. Customer report customer did not allege pump was under delivering the insulin pump will not be returned for analysis.